Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the site was down after password change. A technical support specialist found that the admin password was incorrect and followed ka #000007729 to update the passwords resolve the issue. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server site was down after cfn admin and cfn service password change. The customer stated that the issue was ongoing while users were trying to issue the medications to patients and server outage put all machines in critical override mode. There was no delay in dispensing workflow. There were no adverse events or injuries reported based on this event.